Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the right ventricular lead exhibited noise. Isometric exercises were performed, and noise was reproduced. It was noted that the physician noticed noise reversions on a previous remote device interrogation. No intervention was performed. The patient reported no symptoms or adverse events from the recorded and observed episodes before, during and after the in-office interrogation.